Event description:
It was reported that a patient presented with a dislodged right ventricular lead. During the revision procedure, the lead helix was unable to extend. The lead was successfully explanted on (B)(6) 2024. The patient was stable throughout the procedure.

Event description:
New information received notes that high capture thresholds were noted. Imaging was used to confirm the dislodgement of the lead. No further adverse patient consequences were reported.